Manufacturer narrative:
Visual inspection shows the impeller was loose inside the housing, there was damage to the upper pivot bearing and evidence of fibrin/clot. Conclusion: failure to follow instructions - device is indicated for use up to 6 hours. This device had been used for 9 days.there were no patient adverse effects. Medtronic will continue to monitor for similar future events. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer experienced an ap40 centrifugal pump failure after 9 days extra corporeal life support use at 3200 rpms. No heparin was given to the patient due to an abdomen bleed. Use of a handcrank was required to maintain blood flow. The device was replaced. There was no adverse effect to the patient.